Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead was t-wave oversensing (twos) post vs (ventricular sense). There was an episode what appeared to be labelled as ventricular tachycardia (vt) by the implantable cardioverter defibrillator (ICD) due to t-wave oversensing. Additionally, the rv lead had high sensing integrity counter (sic) and the sic value was not saved in the final report or in previous sessions. The rv lead was reprogrammed to eliminate the intermittent twos. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.